Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 518 mg/dl while wearing the pod. Symptoms reported include having aches and vomiting. The patient administered a bolus of 7.35 units of insulin. Once at the hospital blood work was performed. The patient was given 2 intravenous bags of saline and an injection of insulin. The patient was released from the emergency room the same day.